Event description:
A consumer reported experiencing redness & moderate pain in their right eye in 2004 associated with wear of focus night & day lenses. They stated they have had a successful wear history of 1 week extended wear with removal for cleaning & disinfection using quick care system for the past 2 years. They sought treatment from their internal medicine doctor 3 days later & were referred to an ophthalmologist. They state they were diagnosed with a corneal ulcer & were prescribed zymar every hour, then every 2 hours, now qid and predforte qid and pain medication. They have had follow up visits. Request has been made for add'l info. No further info is available at the time of this report.